Event description:
It was reported that the user received an ¿unable to proceed¿ alert and could not attach the connector, after which the user performed a supply change and the issue resolved. Investigation of this case revealed a user-reported inability to attach the connector associated with the connector component, with resolution after replacement of supplies; no additional device performance issues were identified. No clinical effects and no reported alerts or alarms beyond the on-screen message. Outcomes included no medical intervention and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the connector that was resolved by supply change.